Event description:
Dexcom g7 applied to right arm. Original sensor (lot 1724136001, expiration date 10/31/2025). Applied would not connect to her phone. Removed this device which was intact and applied a new device to another location on the right arm. New dexcom g7 (lot 1824133005, expiration date 10/31/25) worked on her phone without difficulty.